Event description:
It is reported that a revision surgery is planned for the pt due to a large pseudotumor and elevated cobalt levels.

Manufacturer narrative:
This report will be amended when our investigations is complete.